Event description:
Event occurred during a "tec" peripheral procedure for a lesion in the superficial femoral artery. The physician felt resistance and had difficulty advancing the catheter. It was noted by the physician and the interventional technologies inc sales representative that the sheath was at an acute angle. The acute angle of the entry artery placed an abnormal amount of pressure on the sheath and the catheter inside. The drag against the sheath during rotation generated friction on the catheter and subsequently caused the catheter to fracture. The physician stated to the sales representative that although the pt was stable he was going to perform a fem pop bypass. The physician did not conduct an angiogram follow-up, therefore co does not know if the fracture in the catheter necessitated the bypass.